Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) did not feel right. It was also indicated that during implant procedure, there was difficulty placing the left ventricular (lv) lead to the patient and that this device may not have optimal therapy due to lead placement or location. Boston scientific technical services (ts) advised the patient to contact the physician. Attempt to obtain additional information from the field were unsuccessful. This crt-d remains in service. No adverse patient effects were reported.